Event description:
A surgeon reported that this intraocular replacement lens (iol) was removed and no other iol implanted due to recurring infection and hypopyon. The association between this event and the lens is not known. Additional informaiton has been requested.